Event description:
Technician alleged that the pt's left siderail is not locking in the up position.

Manufacturer narrative:
Technician found the linkage with spring needed cleaning. Technician cleaned the siderail locking linkage and spring, the siderail is working fine.